Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A revision procedure was completed, and a new device implanted. Besides surgical intervention, no additional adverse patient effects were reported. The device will not be returned, discarded at facility.